Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient initiated therapy while not connected. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained that a large amount of air had entered into the disposable set and had the home patient (hp) cycle power twice to clear the error. Hp stated that he started the initial drain, and then realized he was not connected, so he connected himself and that is when the alarm sounded. Tsr explained that hp will need to start over with new supplies and advised hp to call the nurse (rn) in the next 24 hours and let her know what happened. Proper procedures per the user manual were reviewed with the hp. Product surveillance was able to make contact with the hp's rn. The rn stated that the hp was fine and that there were no repercussions from the event. No injury or medical intervention was reported.